Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported the pump had intermittent power and the "verify screen" was frozen on the display. There was no damage or corrosion on the pump or battery cap. The issue was not resolved as the patient did not have a new battery to replace. There was no adverse event associated with this issue.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed that the data from the date of the complaint had been overwritten due to continued patient use. Investigation was unable to confirm or duplicate the complaint. Examination of the pump revealed a crack in the battery compartment. The battery cap was not returned with the pump for investigation. A new test cap was used during testing. The pump was exercised for 24 hours without any power interruptions. The pump was opened for investigation and did not reveal any evidence of moisture ingress or damage to the internal components of the pump. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The complaint could neither be confirmed nor duplicated during investigation.